Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device, medication was not being removed. Causing patient care delays. The customer stated that they had to be removed medication from another cabinet to administering the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not able to remove. A technical support specialist (tss) a tss dialed into server to investigate an issue with a missing orderid. The customer initially provided orderid, which could not be found in pes. An email was sent to the customer to clarify the error encountered during the medication dispense attempt on 6/19. It was found that the order had been discontinued on 6/20, no communication issues were found in the datasync logs. The order was successfully received by epic and acknowledged by es, but lacked an end time, indicating an incomplete removal process. A removal event was traced on akmedsurg, but not on aked the customer was advised to contact bd support for deeper log analysis. No response was received from the customer and tss proceeded to close this case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device, medication was not being removed. Causing patient care delays. The customer stated that they had to be removed medication from another cabinet to administering the patient. There were no adverse events or injuries reported based on this event.